Event description:
It was reported that a patient who had a right total shoulder arthroplasty, underwent a revision procedure approximately 9 months post. The patient was revised due to instability and subscap tendon failure. They were converted from an anatomical to a reverse. There were no reported device breakages or surgical delays/prolongations. The patient was last known to be in stable condition following the event.